Event description:
The manufacturer received information regarding a dreamstation 2 CPAP device. The patient states their device runs very hot and ruined the finish on his nightstand. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Despite multiple attempts on 5/21/2025, 5/26/2025 and 5/29/2025 the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box h has been updated/corrected.